Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during a knee arthroscopy, a milagro screw broke during insertion. The distal part of the screw was implanted into the patient. No additional bone holes were made. There were no delays during procedure. There were no patient consequences.

Manufacturer narrative:
UDI: (B)(4) incomplete. The expiration date is not currently available.

Event description:
It was reported that during a knee arthroscopy, a milagro screw broke during insertion. The distal part of the screw was implanted into the patient. No additional bone holes were made. There were no delays during procedure. There were no patient consequences. The following information was obtained from the sales rep on march 28, 2018 the broken fragments were retrieved with a clamp. Alternatives not readily available. No procedural or patient anatomy factors which may have contributed to the breakage. No surgical intervention is planned.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and inspected. Only half of the broken anchor (proximal end) was received for evaluation. It was reported that the distal part of the anchor was left inside the patient and is performing its function. The reported complaint was confirmed. Visually, significant debris was observed on the screw. The threads on the broken piece of the anchor did not appear to have been damaged. There is a possibility that the tapping of the anchor was off angle or excessive force was used while tapping causing the screw to break in the middle. No information was available regarding the instruments used during the procedure. Therefore, apart from the couple of possibilities, we cannot discern a definite root cause for the reported failure. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into depuy synthes mitek complaints system revealed no complaints of any kind for this lot of devices with the product code that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).